Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted, and the patient was doing well post-operatively. The explanted ipg will dot be returned due to hospital policy.